Event description:
It was reported via phone call that the customer had a button error alarm. Customer's blood glucose was unknown. The caller stated they would call back to detail more information. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.